Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown in used condition. The device was found broken at the proximal end. The overall complaint was confirmed as the observed condition of the biointrafix 7-9mmx30mm tprscr would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; as per instructions for use (IFU); insert hex driver into tapered screw to a fully seated position. Failure to engage screw completely may result in damage to tapered screw during implantation. Do not insert a 6¿8 mm screw into a tunnel less than 8 mm in diameter. Use the hard bone sizing with tibialis allografts. Failure to insert the screw along the tunnel axis may result in device damage. Guidewire use is recommended. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Event description:
It was reported that during an anterior cruciate ligament repair procedure, it was discovered that when the screw on the biointrafix 7-9mmx30mm tprscr device was inserted, it broke. All the broken parts were removed from the patient. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.